Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized just before (B)(6) 2025 due to elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose values were reported to have reached approximately 400 mg/dl. Reported symptoms included throwing up. The patient stated that healthcare professionals diagnosed diabetic ketoacidosis. Treatment during hospitalization included insulin. The patient was discharged approximately 3 days. The specific discharge date was not provided.